Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found no physical damage to the autopulse platform. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred. Following the repair, the platform passed all functional testing criteria and met all required specifications. The autopulse platform is a reusable device and was manufactured in 2005 and is 13 years old, well beyond the expected service life of five years. The returned platform had the last preventive maintenance performed 6 years ago. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during the call, the autopulse platform ((B)(4)) exhibited user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon pressing on the start button. The user was unable to clear the (ua) 07 error message after realigning the patient, resetting the lifeband and re-attaching the platform battery. The crew immediately performed manual CPR, however, a return of spontaneous circulation (rosc) was not achieved. No further information was provided. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. In this case, autopulse did not provide compressions, and did not cause or contribute to the patient's death.

Event description:
During the call, the autopulse platform ((B)(4)) was used on an (B)(6) male patient (estimated at (B)(6) lb) in cardiac arrest. The autopulse platform exhibited user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon pressing on the start button. The user was unable to clear the (ua) 07 error message after realigning the patient, resetting the lifeband and re-attaching the platform battery. The crew immediately performed manual CPR, however, a return of spontaneous circulation (rosc) was not achieved and the patient expired at home after 4 rounds of advanced cardiovascular life support (acls) followed online medical direction advised the termination of CPR efforts at the request of the medical present on admission (poa). Cause of death was due to cardiac arrest.